Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 3300tfx aortic valve, was explanted after an implant duration of 1 year, 11 months due to unknown reason. The explanted valve was replaced with a 29mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 29mm 3300tfx aortic valve, was explanted after an implant duration of 1 year, 11 months due to recurrent endocarditis (e. Coli), severe stenosis, and severe regurgitation. The explanted valve was replaced with a 29mm 11500a valve. Per medical records, the patient presented with cough, fatigue, dyspnea, and edema. The patient was found with e. Coli bacteremia endocarditis treated with IV antibiotics, with source of infection as right hydronephrosis and dental molar. The patient underwent a redo- avr with a 29mm 11500a valve and removal of infected ppm was also removed. Post bypass tee demonstrated aortic valve was well seated and functioning properly. The patient was transferred to the ICU in stable condition. On pod #7, the patient underwent biventricular pacemaker generator placement due to complete heart block. On pod#11, the patient was discharged.